Event description:
Pain due to application; canal of application was inflamed. Information was received in 2007, from a female patient in another country, who experienced pain due to the application of synvisc as well as the canal of application being inflamed. The patient was to received synvisc in the right ankle every three months. In 2006, the patient had synvisc applied in the right ankle during an unspecified surgery. Seven months later, the patient received another application of synvisc and she felt a lot of pain due to the application. Later, at an unknown time and date, the patient stated that the canal of the application of synvisc was inflamed. Fifteen days after the second application of synvisc, the patient's physician applied cortisone and the pain and inflammation improved. The patient had been receiving physiotherapy and hydrotherapy. At the time of the this report the patient had recovered. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Manufacturer's comment: synvisc was used for an unapproved indication for the country of origin for this report. Cortisone.